Event description:
It was reported that the micro drill medium straight attachment was causing a bur to wobble during performance testing. There was no patient involvement, no adverse consequence was associated with the device.

Manufacturer narrative:
The probable cause of the device wobbling was attributed to corroded and shattered bearings.the device manufactured date cannot be determined because the serial number is unknown.